Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2017, a2001 mayfield 2000 base unit became loose and the patient's head fell back while pinned. There was no patient injury nor any revisions or medical interventions done. Additional information was already requested.

Manufacturer narrative:
Additional information received from the reporting facility on 05jan2018. The patient was positioned supine for the surgery with a lateral roll on the operative side. During draping and prior to the start of the procedure, the device lost tension in the tension elbow. The length of time the product was in use before the event occurred was less than 10 minutes. An unspecified replacement device was used to resolve the issue. There was a 10 minute delay in surgery. There was no patient injury noted. Investigation completed on 12jan2018. With respect to the returned unit, it passed all specific functional testing requirements; repair could not duplicate unit slipping. Device history record (DHR) could not be fully performed since the serial number and lot number that was provided does not match integra's manufacturing records; service history (june2017). The complaint could not be confirmed. The root cause is undetermined at this time.